Event description:
It was reported that an occlusion alarm occurred. There was no reported adverse impact on the customers blood glucose level. The customer began using their replacement pump and resumed insulin, and no further assistance was needed.